Event description:
Reference number (B)(4). Event occurred in sweden it was reported that patient faced seven infusion set adhesive issue event on (B)(6)2024. No further information available

Manufacturer narrative:
Initial and final MDR 1931489 - MDR 3003442380-2024-18735 - device 5 of 7.